Manufacturer narrative:
(B)(4). Result - ivus device removal difficulty; stent deformation. Conclusion - ivus device removal difficulty.

Event description:
One endeavor sprint rx drug eluting stent diameter 2.25 length 30mm was implanted in the mid lad. The mid and proximal parts of the stent were post-dilated and intracoronary nitroglycerin was administered. Intravascular ultrasound was performed that revealed poorly opposed stent struts at the proximal edge of the stent. Further post-dilation was performed. Repeat intravascular ultrasound revealed fully opposed proximal stent struts. Upon withdrawal, the ivus catheter could not be removed from the vessel. The distal end of the ivus catheter was caught up within the stent. Using firm tension, the catheter was withdrawn. Angiography revealed a short segment of narrowing in the mid-portion of the stent. The stent was further post-dilated. Intravascular ultrasound was again repeated and revealed well-opposed and expanded stent struts throughout the stent. It was further noted that there appeared to be a 2 to 3mm segment that did not have any stent struts in the middle of the stent, thus likely representing the area where the stent struts were pulled back in a telescoping fashion from the ivus catheter. Then all the catheters were removed and the pt was discharged from the catheterization laboratory in stable condition.